Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause due to undersensing. Additionally, it was noted that the icm had "a slight look of loss of contact" and diminished r-waves. The device remains in use. No patient complications have been reported as a result of this event.